Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 2.1.0, h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that there were no failures found. The system performed as intended. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy during an l2-s1 perc case. Screws and rods were accurate on the left side, but when the site moved to the right side, navigation was inaccurate by 5 mm medially and 10 mm inferiorly. The manufacturer representative (rep) reported that when the instrument was on the pedicle, the software showed it was in the disc space. They respun, but the same inaccuracy was present. Navigation and imaging were aborted. The site brought in a non-manufacturer imaging system and were going to freehand the right side. There was a less than one hour delay and no impact on patient outcome.